Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. The customer declined to perform troubleshooting on the insulin pump. The customer stated that the cause of the hyperglycemia was bent cannulas on the infusion sets. The programming on the insulin pump was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.